Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative relinquished old transmitter from smart device and advised patient to forget all old transmitter and other devices listed in bluetooth settings, uninstall and re-install g5 application, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and confirmed the reported loss of connection. No additional patient or event information is available.